Event description:
Baxter japan reports patient connector of the transfer set disconnected from the titanium adapter during treatment. No patient injury or medical intervention required per affiliate.